Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited and abrupt high out of range shock impedance measurements. Technical services (ts) recommended further testing. A chest x-ray was performed. The clinical representative indicated that could be related to a dental procedure that occurred in the same day of the reported event, however it was not conclusive. The patient remained under monitoring. No adverse patient effects were reported. This crt-d remains in service.